Event description:
The patient's generator implant information and a copy of the physician's flashcard was received. The patient's programming history including device diagnostic history and magnet activation history was reviewed and no anomalies were observed. Based off the magnet history, the patient swipes the magnet a few times each day and there are no device issues resulting in the magnet activations displaying incorrectly.

Event description:
It was initially reported by a physician that the magnet swipes for a patient were not displaying properly on the handheld device. Per the caller, the display showed approximately 700 magnet swipes however the patient had only swiped the magnet 3-4 times recently. The only changes were that the patient is now riding a train to work and started doing so in the past 6 months. At the time of the report, the patient information was not provided. Good faith attempts to obtain this information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history, device diagnostic history, and magnet swipe history performed.